Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with the manufacturing representative (rep) on july 11 or 12 and he set the patient on group b and told the patient to stay on that. However, the patient stated that this is still not targeting her pain which was across her back and when she increases the intensity she experiences vibration in her left leg. The patient again repeated that pain was severe, worse than ever in back and right leg. Product service specialist (pss) suggested that she contact health care professional (hcp) office to schedule reprogramming with the rep and discuss next steps or switch to a different group herself. Patient said she had the rep's phone number and would call directly. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the patient was trying to recharge battery and was not getting good coupling. The patient could only got 0 or 2 coupling boxes. The patient indicated that the battery was at 25% level. The patient stated that holding the antenna in the current position was hurting her hand. The patient stated that the wound had healed and she did not have any bandages over her pocket. Technical service specialist transferred the rep and patient to customer service to order adhesive patches. No further patient symptoms or complications were reported in this event. Additional information was received from the patient. It was reported that the patient got full coupling boxes and other times they did not. During the call the patient started a charge session and was getting 7-8 boxes lit up. The patient stated that her back was killing her and that the ins was not doing anything for her. The patient said she was trying to get it to work. The patient said the ins helped her at first and now she could not feel stimulation, but she also said she could feel it lightly. The patient said the ins was dead because she was frustrated with charging and did not want to do it anymore. The patient said she had trouble getting it hooked up and getting it in the right spot. The patient could not get the ins charged, even after charging ins for an hour it never filled up to 1/4 and the patient could not get any relief. The patient stated that she had not used the programmer to make any changes before. Product service specialist (pss) told her to sync programmer. The programmer showed low ins battery. During trouble shooting the patient was unable to communicate with programmer at first with the antenna. The patient programmer showed poor communications screen. The patient was then connected without the antenna. The patient said stimulator was showing off on the recharger. The patient turned on stimulator with insr and continued to charge. The patient said the manufacturing representative (rep) had told the patient to not mess with it and leave stim off, but the patient turned stim back on. The patient said the ins was at 1/4 blinking. The patient was able to connect with the programmer antenna to ins after charging and by passed the low ins screen. The patient said they recommended group b at 6.4 the patient saw on the programmer that they were on b at 6.4. The patient went up to 6.8 and could feel stimulation down their leg. The issue was resolved. The patient made a sigh and said thank you. Pss reviewed consideration of group changes if this group no longer helped with the pain. By the end of troubleshooting patient programmer was functioning as intended with and without the antenna. The patient also mentioned she still had stitches and at first swelling was bulky from surgery. The patient said she did not notice any current swelling but the patient said it was going down. Pss reviewed the possibility of this being the issue for poor communication at first with the programmer. The patient said they thought something was wrong with the ins. Pss reviewed the importance of antenna placement, charging over thin material not bulky clothing, efficiency bars and recommended that they charge implantable neuro stimulator (ins) to 100% to increase time between charges. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep): it was reported that the rep is meeting with the patient as they were having problems recharging but the rep indicated that the device is charging now with no issue and 8 bars. The rep stated the 8840 programmer showed "battery was discharged". It was reviewed to the rep what 8840 shows when ins is discharged compared to overdischarge. The patient should be able to continue charging to 25% and interrogate ins normally at that point. No patient symptoms or complications were reported.